Event description:
It was reported the patient was revised to address poly wear after 20 years in-vivo. The bearing was swapped. No further information is available at this time.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Implant date - it is unknown if the implant date occurred in 1996 or 1997. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a total knee arthroplasty. Subsequently, a revision procedure has been indicated due to an unknown reason to remove the polyethylene bearing; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned for evaluation. Evaluation of provided patient x-ray cannot confirm the reported material wear. No wearing is identified radiographically. Review of device history was not possible as the device product/lot code combination was not provided. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.